Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered a bolus without user interaction. The customer's blood glucose (bg) level subsequently decreased to 28 mg/dl. Customer consumed carbohydrates to address bg. Review of the pump data logs by tandem technical support verified that the bolus was manually requested by the customer. Reportedly, the customer continued to use the pump for insulin therapy.